Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis could not confirm the reported event; the device passed incoming functional testing.

Event description:
It was reported it seemed stimulation frequency was not the same to the one set up. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.